Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #300509980320082739 and #300509980320082740 for descriptions of the other devices. It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the first probe used broke. The physician used a second and third probe, and each of these broke too. The procedure was successfully completed with a fourth probe, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Customer complaint confirmed. Probe is broken. Probe breakage is the result of the user bending the probe during use. A review of the device history record revealed no issues that could be associated with this incident.